Manufacturer narrative:
The device operator report "error codes" during the procedure. The handpiece has returned to the manufacturer for compressive testing. A follow up report will submitted after the analysis is complete.

Event description:
2 linear blisters on the treatment area (abdomen). The handpiece associated with the treatment has been returned to cutera for comprehensive testing.

Event description:
2 linear blisters on the treatment area (abdomen). The handpiece associated with the treatment was returned to cutera for comprehensive testing.